Event description:
It was reported that the patient experienced a shocking or jolting sensation in her back which started about 2.5 weeks prior to report, and prior to a fall / knee injury. The patient turned the implantable neurostimulator (ins) off until she had dealt with her knee injury. She turned the ins back on (B)(6) 2012. The patient slept on it, and was still having jolts in her back even after changing the settings. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Product ID, 3777-75 serial# (B)(4), implanted: 2007 (B)(6), explanted: product typ lead; product ID, 3777-75 serial# (B)(4), implanted: 2007 (B)(6), explanted: product typ lead; product ID, 37752 serial# (B)(4), product typ recharger. (B)(4).